Event description:
It was reported that during an interventional procedure in the right coronary artery, the stent was advanced without any noted resistance, however, before reaching the lesion, the stent dislodged off the balloon. The physician was able to manipulate the stent, with a balloon, and position in the intended target lesion. There were no reported adverse patient effects or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. One unused representative sample with the same part and lot number was returned for evaluation. Analysis of the unused device indicates no product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.